Manufacturer narrative:
The reported events of insulation breach and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During initial implant, high pacing impedance was noted on the right ventricular (rv) lead. Visual inspection confirmed an insulation breach of the rv lead. The rv lead was explanted and replaced. The patient was stable.